Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a boson antigen self-test test on the same day and generated a negative result. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a boson antigen self-test test on the same day and generated a negative result. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 205256 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 205256, test base part number 195-430h/ lot 200544. The lot met the required release specifications. A review of the complaints reported as false positive and/or false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 205256 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the specific patient sample. H3 other text : single-use: device discarded.